Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation, therefore the customer reported condition could not be confirmed. The root cause could not be identified. Additional information: a batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any relevant additional information be made available, a follow-up medwatch will be submitted.

Event description:
The customer reported to a baxter representative a condition of one clearlink administration set that was alleged with a separation of the tubing from the y-site during an infusion on a patient. The patient was being infused with levophed, dopamine and neosynephrin. The customer reported that the alleged separation caused a small loss of blood and a drop in blood pressure on the patient. Per the nurse, the patient did not require any medical intervention for the small loss of blood and decrease in blood pressure. After the separation occurred, the nurse quickly connected a new line, once it was primed, which resulted in the patient's blood pressure returning to a normal value and therapy concluded without further incident. The patient was reported to have died the day after the alleged incident. The nurse stated prior to the reported event, the patient was hospitalized for pneumonia, which progressed into sepsis, and the patient's state of health was worsening each day prior to the date of death. The nurse reported that the patient was in the "dying process" prior to the reported condition. The nurse stated the physician indicated the cause of death was due to the patient's diagnosis of pneumonia/sepsis and was unrelated to the event of separation. No additional information is available.